Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation. The reported condition of a broken syringe tip inside the fill port was confirmed. Visual examination of the unit confirmed a broken tip of the syringe stuck inside of the fill port. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter service personnel reported an infusor in which the tip of a glass filling syringe broke in the fill port. This condition occurred during evaluation. The glass syringe was not returned with the unit for evaluation. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.